Event description:
Cath kit has defect where the catheter falls out of the collection container during the procedure. This has caused urine to spill out of the container mid-collection, in one instance violated the sterile field, and has resulted in us having to open several kits for some patients. We have two separate examples right now with two lot numbers: ngjw2398 and ngjv1962.